Event description:
Caller reported a cgm error but did not experience any adverse impact on their blood glucose level. Cts guided the caller through a pump reset procedure, and the issue was resolved when the caller successfully started a sensor session.